Manufacturer narrative:
A 30207e product was not available for investigation and no lot information was provided to assist the investigation. The customer reported that the patient received a bolus of muscle relaxant medication which had inadvertently entered the y-port tubing in the set leading to additional medical intervention. The details of this feedback were forwarded to the bd medical affairs team for further investigation. They confirmed that the entire infusion set, including the tubing of the y-site, should be fully primed, and the pinch clamp clamped prior to infusing any medication through the primary infusion line; this should ensure that no inadvertent back flow occurs throughout the infusion. If the above mentioned solution does not meet the clinicians requirements, please contact your local bd sales rep who will be able to provide suitable alternative products to meet the clinical needs. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 30207e product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite dual-port extension set had flow issues the following information was received by the initial reporter with the verbatim: an extension line with an unused, clamped large volume side port was accessed at the end of a surgical case resulting in muscle relaxant being delivered to the patient and a medical emergency call being made. This intravenous line side arm is not equipped with a non return valve therefore permitted unwanted drug to accumulate in a section of the line that was never used even if clamped. This unknowing drug deposit caused a medical emergency. The respiratory distress of the situation made the patient fear for their life and caused significant ongoing distress. An extension line was used on an intravenous line for a surgical procedure. This extension line has a side arm with approximately 1ml of additional volume and has a clamp that can be applied to prevent flow. This side arm was clamped and not used for the duration of the case. In the recovery room, after 30 min, a dose of intravenous medication was given. The nurse unclamped the previously unused line and administered medication down the unused side arm. Drug had deposited within the dead space of this unused side arm and was flushed into the patient. The drug was predominantly a muscle relaxant which caused respiratory distress and resulted in a medical emergency call.